Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a distorted display image. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The quality engineers have identified the assignable cause as a distorted main display. The main display was replaced to correct the reported condition. Additional information: the user interface module software version is 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information become available, a follow-up medwatch will be submitted.